Event description:
It was reported that shaft break and difficulty removal occurred. The target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). Following successful atherectomy and pre-dilatation, a 2.50 x 32mm synergy xd drug-eluting stent was selected for use. The device was difficult to deliver to the lesion through a non-boston scientific guide extension catheter due to tortuosity. Upon inflation and deployment, the inflation device lost pressure, and it was discovered that the stent shaft snapped. After several failed attempts to snare the device fragments, the broken distal shaft, balloon, and stent had to be secured up against the rca with an additional stent. The proximal portion of the device was removed. The procedure was completed with a different device. There were no patient complications reported.